Manufacturer narrative:
Investigation of the provided calibration data found the customer was using an expired lot of reagent at the time of the event. The analyzer date had been altered to allow the use of the expired reagent.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer experienced an issue where the elecsys free psa immunoassay results were higher than the elecsys total psa immunoassay results for one patient. The customer used cobas e 411 (disk) immunoassay analyzer serial number (B)(4). The free psa result was 3.36 ng/ml and the total psa result was 0.319 ng/ml. The sample was tested in another laboratory by (B)(6). The free psa result was 0.17 ng/ml and the total psa result was 1.17 ng/ml. A second sample was taken from the patient on (B)(6) 2017. The free psa result was 3.81 ng/ml and the total psa result was 0.313 ng/ml. The second sample was tested in another laboratory on another cobas e 411 immunoassay analyzer. The serial number of this analyzer was not provided.the free psa result was 3.40 ng/ml and the total psa result was 0.33 ng/ml. The results were reported outside of the laboratory. There was no allegation of an adverse event. Refer to the medwatch with (B)(6) for the free psa assay.